Event description:
It was reported that during the implant attempt, the physician tried four different spots in the atrium but there was placement difficulty and the lead kept falling out. The ra lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.